Manufacturer narrative:
The investigation for the reported event is in progress; a follow-up report will be submitted when additional information becomes available. The lot/serial number is unknown, therefore, the applicable production identifiers were not included in the MDR.

Event description:
The user facility reported during a patient procedure that the metal cable broke off their diamond-flex triangular retractor causing small segments to fall into the patient. The surgeon removed all the pieces, and an x-ray was taken of the patient that confirmed no pieces were present. No report of injury.

Manufacturer narrative:
The device subject of the reported event was returned for evaluation. Evaluation confirmed that the tension cable was severed in two places. The cause of the cable breakage could not be determined. The instructions for use stated, "do not use devices if they do not satisfactorily perform their intended function or have physical damage.". A complaint review was conducted for this lot and confirmed this to be an isolated event. No additional issues have been reported.